Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's daughter reported via phone call that they received a motor error alarm. The customer's daughter also reported that they had a bent cannula. The customer's daughter stated that they were having high blood glucose of 668 mg/dl at the time of incident. The customer's daughter stated that they were treating the blood glucose with manual injection. The customer's daughter stated that they were able to rewind the insulin pump. The customer's daughter also mentioned that they received no delivery alarm and stated that they were able to resolve the no delivery alarm. The insulin pump will not be returned for analysis.